Event description:
Follow up with the clinic determined that the rv lead had been capped on a prior date for a system upgrade. The rv lead was then explanted at a later date and had no performance issues.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead in segments was returned, analyzed and the outer insulation was breached from metal ion oxidation. It was noted that the outer insulation had cosmetic metal ion oxidation. Concomitant product: 5076 implantable pacing lead, (B)(6) 2006. (B)(4).

Event description:
The right ventricular (rv) lead was returned to the manufacturer with no reason for explant. The rv lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.